Event description:
It was reported that the device does not work properly since approximately one month. The patient doesn't have any hearing sensation with the vibrant soundbridge. Bone conduction hearing is good. The audio processor was checked and is working well. Rtf measurement is not possible (no ear canal because of athresia). A further assessment and if necessary revision surgery under general anaesthesia is scheduled for (B)(6) 2009 in (B)(6). The patient was implanted in (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.